Event description:
Our affiliate in (B)(6) is reporting a patient was complaining of severe pain in their shoulder 8 to 12 months post-op, following a rotator cuff repair procedure sometime in (B)(6) 2012, using a mitek healix 5.5 mm br anchor. The sales rep in (B)(6) is reporting the re-fixation of the rotator cuff worked well. Mrt pictures taken of the patient¿s shoulder show subacromial bursitis and osteolysis on the humeral head. To date that is all the information the surgeon has provided to mitek. Reference medwatch 1221934-2013-00248 and 1221934-2013-00250.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek. Depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. The mitek medical safety team has reviewed the 8 month post-op MRI of the patient. There is definitely a fluid pocket and lack of integration around the anchor, but without additional operative and follow-up notes with history and medications, it would be difficult to determine a root cause for the reported failure mode. No additional information was provided to mitek. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed (B)(4) other dissimilar complaint for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If depuy mitek receives any new information on the patient¿s condition sometime in the future, this complaint file will be re-opened at that time, and a follow-up report will be filed.

Event description:
Post op (8 to 12 month) osteolysis and bursitis subacromialis after reconstruction rotator cuff with healix 5,5 br with orthocord. Mitek complaint analyst interpretation - summary from affiliate emails: our affiliate in (B)(4) is reporting a patient was complaining of severe pain in their shoulder 8 to 12 months post-op, following a rotator cuff repair procedure sometime in (B)(6) 2012 using a mitek healix 5.5 mm br anchor. The sales rep in (B)(4) is reporting the re-fixation of the rotator cuff worked well. Mrt pictures taken of the patent's shoulder show subacromial bursitis and osteolysis on the humeral head. To date that is all the information the surgeon has provided to mitek. Additional complaint information was received from the surgeon by our (B)(4) affiliate on september 20, 2013, and forwarded over to mitek complaints on september 23, 2013. The surgeon had used 1 healix anchor on a (B)(6) female patient on (B)(6) 2012. The patient weight and comorbidities were unknown. The patient's last follow-up was 5 months ago. At the latest follow-up about 11 months after the surgery, it is still painful, with pain during the night.

Manufacturer narrative:
Additional complaint information was received from the surgeon by our (B)(4) affiliate on (B)(6) 2013, and forwarded over to mitek complaints on (B)(6) 2013. The surgeon had used 1 healix anchor on a (B)(6) female patient on (B)(6) 2012. The patient weight and comorbidities were unknown. The patient¿s last follow-up was 5 months ago. At the latest follow-up about 11 months after the surgery, it is still painful, with pain during the night.